Manufacturer narrative:
(B)(4). In the event the device is evaluated or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the suspect device was returned to carefusion factory service team where the device was evaluated. The reported issue was duplicated and the control printed computer board assembly (pcba) board was isolated as the suspected component. The carefusion failure analysis laboratory evaluated the control pcba and installed it into a known good unit. The reported issue was immediately duplicated. The root cause was determined to be material fatigue of the barometric transducer.

Event description:
The customer stated that the ventilator's touchscreen is white and has no information on it. The error log shows pbaro error. There was no patient involvement at the time of the reported event.